Manufacturer narrative:
(B)(6). Device manufactured between april 25, 2019 to april 26, 2019. Three devices were received for evaluation and one companion sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were observed in any of the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) known 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked around the port. The leak was discovered during unspecified process step. There was no patient involvement. No additional information is available.